Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0skur, implanted: (B)(6) 2015, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that patient had a stroke two weeks prior to this report and they could not do an MRI because of his implant. They are not sure if the device was working. The patient was catheterized, then took him to health south, and took the catheter out, and then put it back in and was taking out again. The reporter indicated that the managing hcp stated the device was probably not working because the patient was retaining 700 ml of urine, twice as much as he should be. The reporter attempted to check the device with the patient programmer (pp) but was seeing the poor communication message. It was later reported about a week later that full analysis was performed regarding the issue previously reported. The action taken was to change the program. The cause of poor communication screen was not determined but was resolved. The patient was indicated for urinary dysfunction/sacral nerve stim gastrointestinal/ pelvic floor. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.